Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were passing out and going to the emergency room it was not diabetes related. The customer¿s blood glucose was unknown. The customer advised he could not wear his pump, transmitter or meter during CT scan. The device will not be returned for the analysis.